Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic oophorectomy - "the bag fell off of the pronges of the introducer inside the patient and needed to be retrieved with a grasper." Patient status - "patient is fine".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation partially deployed. Upon visual inspection, engineering found the bag cinched closed and the cord loop detached. Upon disassembly, an internal component was found to be deformed. The likely root cause is use error, as retraction prior to full deployment may cause internal component deformation and cause the bag to fall off of its supports. In the instructions for use (IFU), it is stated that, "the thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. While fully deployed, the open end, or rim, of the bag is maintained in an open position." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information from customer email received may 12, 2016: the bag fell off the prongs as soon as it was deployed. Nothing was placed inside the bag.